Event description:
It was reported that the patient was revised due to periprosthetic fracture around the stem.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. No surgical notes or x-rays were provided; it is unknown whether the components were implanted with the correct fit and orientation per surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), adherence to rehabilitation protocol, and relevant medical history are unknown. Periprosthetic fractures can be due to one or a combination of the following: incorrect stem/rasp relationship leading to improper fit of the stem in the femur. Incorrect stem size for patient anatomy. Stem was implanted in rotational malignment or excessively varus/valgus, causing abnormal loading of the component. Patient factors such as bone quality, activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. This is not an exhaustion list. Root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.